Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Visual inspection was unremarkable for any device abnormalities. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Additionally, the device header was examined under high power microscope, seal plugs and adhesive appeared normal and seal appears to be intact. The device paced normally with no noise or missed pacing pulses. Final evaluation was unable to confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that noise was noted on the ventricular channel of this pacing system. The noise was oversensed and pacing inhibition was observed resulting in the patient feeling symptomatic. The source of the noise could not be determined and a revision procedure was performed. This pacemker and the associated right ventricular lead were removed from service and replaced. No adverse patient effects were reported.